Manufacturer narrative:
Based on the results of the investigation, the type of foreign object could not be identified, nor could the root cause of why it remained in the device be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign object was found in the gastrointestinal videoscope's nozzle. There was no patient involved.